Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history, part # 04.118.554s, lot # 9394327, manufacturing site: (B)(4), release to warehouse date: 26 feb2015, expiration date: 01 feb 2025, supplier: (B)(6). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.118.554, non-sterile lot # 7800600, manufacturing site: (B)(4), release to warehouse date: 19 sep2014, supplier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient experienced pain post operatively. There was no known device malfunction. Implant date is unknown. It is unknown if the patient will be revised. No information on patient status. This is report 1 of 1 for (B)(4). This report is for a 2.7 mm ti metaphyseal screw.